Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist via health authority reported that an abnormal noise and the vitrector reduced efficiency during vitrectomy surgery. The procedure was completed after replacing it with another pack. There was no patient impact.